Event description:
It was stated that there was an occlusion problem noticed, during infusion. There was patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed, error code 46828 was found. Visual inspection has been performed and cracked dso seal found. Dso seal and mainboard were replaced. The customer reported occlusion problem could not be confirmed. The cause of the reported issue was unable to be determined.